Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31jul2020.

Event description:
The customer reported that during performance verification test (pvt) the unit failed the electrical safety test when checked on the retention plate on rear of unit. The customer contacted product support and was advised to advised that the more loctite that he removed from the screw threads, the better it got, however still fails. Advised the caller to remove more loctite both from the screw and from inside the threaded hole that the screw goes into. The customer reported that the unit was not in use on a patient. The product support spoke with the customer who indicated that unit has been repaired by removing the loctite from the screws.